Event description:
It was reported that the left ventricular lead had high thresholds. Fluoroscopy showed that the lead had pulled back. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m, lead, implanted: (B)(6) 2014. (B)(4).